Manufacturer narrative:
Continued e1 -- alternate email addresses: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "saline implant rupture" (deflation); capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "saline implant rupture". Per operative report "implant pockets were considerably constricted due to capsular contractures" and "there where multiple calcified areas". This record is for the right side. Device has been explanted and replaced, it will be returned.

Event description:
Healthcare professional reported "saline implant rupture". Per operative report "implant pockets were considerably constricted due to capsular contractures" and "there where multiple calcified areas". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Deflation: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases, wear abrasion and non penetrating nick are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.